Event description:
It was reported that the during the laser photo selective vaporization of the prostate the fiber cap detached at 47,553 joules, 8 mins 42 secs laser time. The case was completed using another of the same device. No patient outcome was reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The glass cap exhibited mild devitrification at the output window. The fiber was tested with a hene laser fixture and the aim beam was present at the output window. There were no signs of breakage along the fiber length. The connector cone, segments and tabs all appeared to be in good condition and secure. The fiber connector passed the signature verification fixture test. The reported issue of fiber cap break was not confirmed and the event was assigned a conclusion code of no problem detected. After review of all the information provided, the reported event does not meet the complaint criteria as there is no device malfunction, non-conformance or patient impact associated with the subject device.

Event description:
It was reported that the during the laser photoselective vaporization of the prostate the fiber cap detached at 47,553 joules, 8mins 42secs laser time. The case was completed using another of the same device. No patient outcome was reported.